Event description:
It was reported that a 380cc mentor smooth round high profile prosthesis was observed to have a valve issue and deflated during a breast augmentation revision surgery. However, the surgery commenced without any reported delays and a new implant was used to complete the implantation. No adverse events or patient consequences were reported.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2025, the mentor analysis lab received the suspect medical device for evaluation. On june 10, 2025, mentor completed an evaluation on the returned device. Mentor conducted visual inspection, leak testing, and microscopic examination of the device. Visual analysis of the returned device revealed that the breast implant had a tear on the anterior view, measuring approximately 11.0 cm. Leak testing was performed, in accordance with mentor procedures, and no valve leakage was detected during the analysis. Moreover, the air and water passed through the valve as expect. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Also, no anomalies were observed inside the valve channel. The valve issue could not be confirmed as the valve of the breast implant returned worked as expected without detectable issue. Although no valve defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Manufacturer¿s reference number: (B)(4).